Event description:
It was reported there was permanent acoustic signal (solid tone) during an unknown procedure. No further information is available. No reported patient consequence.

Manufacturer narrative:
Date sent: 11/5/2007. Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The international service center confirmed the customer complaint. The main pcb board replaced to correct the issue. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.